Event description:
It was reported that during the implant attempt, the right ventricular lead had a helix mechanism failure. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the turns it took to extend/retract the helix exceeded specification. There was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was tissue on the helix. Visual analysis noted that the helix was canted and bent.